Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device using the same multi-function cable to no avail. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a faulty multi-function cable. The multi-function cable was replaced to resolve the malfunction. The multi-function cable was received at zoll medical (B)(4) for evaluation and the malfunction was attributed to an hv pin that was pushed in on the connector. The cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.